Event description:
Four in.pact admiral paclitaxel eluting balloon catheter were used in the left sfa during index procedure. Approximately 24 months post index procedure restenosis of the left sfa occurred. Revascularization of the target lesion was carried out using an unknown balloon and stent graft prosthesis. Investigator assessed that the event is possibly related to the study device, remotely related to the procedure and not related to the therapy. Outcome is resolved.

Manufacturer narrative:
The previously reported tvr was related to the target lesion with 100% stenosis and involved the placement of non-mdt stents.

Manufacturer narrative:
Non-mdt balloons were also used during the previously reported revascularisation.

Manufacturer narrative:
Cec assessed the previously reported restenosis event as device related and not related to the the procedure or paclitaxel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.